Event description:
Technician alleged that the account stated the bed goes up on its own when plugged in. No pt impact.

Manufacturer narrative:
The technician found a burned spot on the electronic unit assembly. The technician replaced the electronic unit assembly to resolve the issue.